Event description:
A report was received that the patient had continued pain after electrode repositioning. It was believed that there was a failed spinal cord stimulator. The patient underwent an explant procedure. No further information will be provided to bsn.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.